Event description:
It was reported that an alert triggered due to high pacing impedance on the right ventricular (rv) lead. The pacing impedance had been steadily rising until the recent jump to a high value. It was also noted that the rv lead had steadily rising and high thresholds. A fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.